Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine follow-up. Interrogation revealed a check right ventricular (rv) lead alert, as the non-boston scientific rv lead had stored a pacing impedance measurement of 2156 ohms. There had been two other high, out-of-range measurements in the past. The lead safety switch (lss) was triggered due to this measurement and the lead had reverted to unipolar pacing and sensing. The pacing impedances were normally in the range of 550-600 ohms. Troubleshooting was performed, where provocation testing and generator manipulation did not produce any noise; everything else appeared to be working normally. Technical services discussed if troubleshooting did not produce any issues with noise or changes in impedance measurements, monitoring the patient and lead in the remote monitoring system might be considered. Additionally, as the lss had triggered more than once, programming the lead in a split configuration of unipolar pacing and bipolar sensing might be considered. No adverse patient effects were reported.